Manufacturer narrative:
Additional information: section d-4 (reader serial number) has been updated based on the returned product. The reported reader was returned and investigated. Performed visual inspection on returned reader, observed the reader to have dirt on the screen and dirt around the strip port. The reader did not turn on with button press or with strip insertion. The reader did power on with the usb cable. Extended investigation was performed and the reader was de-cased. Dust and dirt contamination was observed around the button dome and strip port. The complaint is not confirmed due to a use issue.

Event description:
Customer reported that approximately 5 weeks prior to calling adc customer service the button on his adc freestyle libre reader ¿broke¿ so he was unable to receive readings. He further reported experiencing ¿drowsiness, tingling and pain in the arms¿. On an unspecified date customer lost consciousness and was treated by a healthcare provider with ¿grape magic and cola¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately 5 weeks prior to calling adc customer service the button on his adc freestyle libre reader ¿broke¿ so he was unable to receive readings. He further reported experiencing ¿drowsiness, tingling and pain in the arms¿. On an unspecified date customer lost consciousness and was treated by a healthcare provider with ¿grape magic and cola¿. No additional treatment was reported. There was no report of death or permanent injury associated with this event.